Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Customer plugged the pump into a power source and the pump display turned on. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer addressed elevated bg by resuming insulin delivery following resolution of pump battery issue.